Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review was completed and did not determine the complaint is related to the manufacturing of the product. The undetected air in line was not verified and was unable to be reproduced or tested due to an unrelated issue. The device will be repaired and tested to ensure all release requirements are met during the repair process before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an air-in-line during preventative maintenance testing. There was no patient involvement. No additional information is available.